Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. This alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power error detected. Customer¿s blood glucose level was unknown at the time of incident. Customer was able to successfully clear the alarm. Notification light did not immediately stop flashing. Customer was able to complete pump rewind. Customer was assisted with troubleshoot. The insulin pump will be returned for analysis.